Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urethral and vaginal canal erosion, urethral scarring, disfigurement, emotional distress, pain and suffering, frequency and urgency. It was additionally reported that on (B)(6) 2011 the pt went to the emergency room with complaints of abdominal pain and an inability to urinate for the past 6 hours. The plaintiff had her foley catheter removed that morning after having it for 2 weeks post mesh implant surgery. A catheter was placed and 1000 cc of urine were removed. The plaintiff was sent home with an indwelling catheter until she could see her regular physician. The plaintiff experienced further episodes of urinary retention, urinary tract infections, dysuria as well as excision of eroded mesh. No further pt complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).